Event description:
This is a follow-up report regarding the state of the investigation. As of feb, 9 2026. Multiple attempts have been made to contact the medical personnel to gather additional information regarding the patient and device application. As of this date there is no additional information available. An additional attempt was made on 1/17/2026 with no response. There is insufficient information to complete an investigation, there are no findings, and the cause could not be established.

Manufacturer narrative:
It is unknown due to lack of information what the appropriate health codes should be. There is insufficient information to determine if there was a problem with the device. There was no product return (4114). Component code is unknown, used code (4756) not available. On 8 dec 2025 received complaint via email from a medical facility post market surveillance specialist that a charge nurse reported via email that a patient stated his skin peeled off where the coolject spray was applied and sustained a chemical burn. The report did not include the lot number or expiration date of the product or any details of the patient. The report from the medical care facility's post market surveillance specialist stated: "(redacted) requests that your organization address any follow-up investigation directly with the complainant". On 8 dec 2025 a phone call was made to the complainant to gather additional information by the chief commercial officer. Contact was not successful. A voice mail was left on the general line. There was no response. On 8 dec 2025 spoke with corporate person that handles complaints and she did not have any patient information other than what was on the report to share. On 6 jan 2026 received notice from the FDA of medical device report#: mw5180382. The form notes that the FDA received the report 11-dec-2025 and entered on 12-dec-2025. On 6 jan 2026 an email was sent to the complainant with a set of questions regarding the procedure circumstances and administration method of the vapocoolant. There was an automated reply stating that the person is on a leave of absence. A phone call to the facility was answered by a non-medical person who stated that "someone should be in the office tomorrow". On jan 7 jan 26 a phone call was made to the medical facility but was not able to contact the complainant . A message was left on the answering machine. As of this report there has been no response. It is unknown as of the date of this report 08 jan 2026 of any details regarding the patient, or who operated the device, the patient or a care provider, or from what distance they sprayed, or for how long they sprayed, or whether there was any blanching and if so did they stop at blanch as the IFU states, or if the patient required any further medical attention. No pictures of the condition were provided. Due to the lack of information from the complainant, there is a lack of full understanding of the reported condition, consequently the cause is unknown. The information submitted in this report under 21 cfr part 803, does not reflect a conclusion that this information constitutes an admission that the device, vapocoolshot, inc., or its employees caused or contributed to the reported event. Attempts will be made to gather additional information from the complainant.

Event description:
Reported per medwatch MDR report#: mw5180382: "complaint: a charge nurse reported to (B)(6) via email that a patient stated his skin peeled off where the coolject spray was applied and sustained a chemical burn." Refer to h11 additional manufacturers narrative for details on the follow-up.